Event description:
It was reported by service report that there was a yellow discoloration on one side of the mattress's air cell pocket. There was patient involvement, however no adverse consequences are reported.